Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2013 after the use of the product.

Manufacturer narrative:
This is one event (death) reported on the same pt involving three separate products and associated with mdrs # 2937457-2014-00375, 1225714-2014-00837 and 1225714-2014-00838.